Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a fusiform thoracic aneurysm at zone 3 and 4. It was reported that one day post index procedure there was thrombus dispersed from the artificial valve and formed emboli resulting in an acute cerebellar infarction. The physician stated it may be due to stopping anticoagulant therapy. Medication was given and the patient recovered. Per the physician the cerebellar infarction was caused by the embolization by the thrombus into the valve prosthesis, due to stoppage of anticoagulant therapy. Medication improved the symptom. No additional clinical sequelae were reported and the fine.